Event description:
Refer to MFR# 2936999-2013-00077 / (B)(4). Customer states on (B)(6) 2012, replacement of tube performed for the above referenced report. On (B)(6) 2012 at 4:30 pm, the alarm of the ventilator indicated low pressure occurred and the nurse observed the air in the cuff was leaked. She confirmed a hole in the proximal part of the cuff. Customer confirmed replacement of the tube was required. Caller confirmed no patient harm and pre-test was performed.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.